Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was feeling inconvenienced during charging. The patient underwent an ipg replacement procedure wherein an MRI compatible non rechargeable ipg was implanted. The patient was doing well postoperatively and explanted ipg will not be returned.